Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
On 2016-dec-02 arjohuntleigh received complaint where it was stated that the bed put itself in a sitting position twice while a patient was on it. The patient was intubated. In the outcome of the event the arm arterial catheter "tearded" off. The backrest raised without a button being used on purpose - while caregivers were installing an xray cassette. When the backrest started to raise both caregivers stepped back from the bed and the backrest continue to raise. They unplugged the bed and the raising stopped.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2016-dec-02 arjohuntleigh received complaint where it was stated that the bed put itself in a sitting position twice while a patient was on it. The first event was not deemed to be reportable due to the fact that there were no serious injuries and the movement occured with supervision of the caregiver within safety operating range of the device.the patient was intubated. In the outcome of the event the arm arterial catheter tearded off. The backrest raised without a button being used on purpose - while cargivers were installing an xray casssette. When the backrest started to raise both caregivers stepped back from the bed and the backrest continue to raise. They unplugged the bed and the raising stopped. It was concluded that no trend for the problem under this investigation is observed for this failure. The root cause investigation did reveal the following information. What happened in complaint was upward movement in order to reach chair position. It happened seamlessly with no previous backrest angle adjustement. Involved product has been put into service in november 2016 therefore no service has yet been performed. After inspecting the device there were no actions taken like resetting the control box. Furthermore there were no error codes visible. It is worth noting that the product has been inspected but as it is a new product no failure has been found, and according information available in incident description form it was impossible to recreate this adverse event. Due to the fact that there were no failure found no parts were replaced therefore it was unable to conduct further investigation. It was confirmed that these were not the first enterprise devices that this customer used. Allegedly the trainings were performed when the beds were installed in the facility, however no records were made accessible to arjohuntleigh. We deem the root cause of this complaint to be related to failure of electrical components inside the electrical system of bed where the exact source of issue is not known and could not be determine. Additionally, we see that a user error might have contributed to the event since the patient was in the bed and it could be that the button on patient-nurse panel was pushed accidentaly and that might have caused the bed to move. Arjohuntleigh device has played a role in the event, as it was used for the patient treatment, and the patient sustained serious injury. The complaint is reportable due to the fact this event is treated as a device malfunction and we see that it may lead to serious injury upon reoccurance in the simillar circumstances - uncommanded movement without any buttons pressed.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Arjohuntleigh is still in the process of receiving new information. Information in this report provide model number and manufacturing date. Additional information will be provided upon conclusion of the investigation.